Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. As per information from the field a full insertion was not achieved and 2 contacts were left extra-cochlear during initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that since october that when she moves her head to the side her speech discrimination improves substantially and everything "just sounds clearer". Impedances are also affected by the position of the user's head. The user also reported that sometimes sound seems to cut in and out. She noticed that initially the sound was better with just a basic turn, but now she has to move her head in a particular location to make the sound come back. She also reported that before activation when she moved her head she could hear a tuning fork "ding". Turning her head resolves the tuning fork noise. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has reported since october that when she moves her head to the side her speech discrimination improves substantially and everything "just sounds clearer." Reportedly, impedances are also affected by the position of the user's head. The user also reported that sometimes sound seems to cut in and out. She noticed that initially the sound was better with just a basic turn, but now she has to move her head in a particular location to make the sound come back. She also reported that before activation when she moved her head she could hear a tuning fork "ding." Turning her head resolves the tuning fork noise. The user has undergone a CT scan with her head in both a neutral and turned position.